Event description:
It was reported the pt expired following device replacement (reference MFR report #3004209178-2010-00953). The pt underwent replacement on (B) (6) 2009 and expired on (B) (6) 2009. No cause of death was provided. Add'l info has been requested.

Manufacturer narrative:
(B) (4).